Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited impedance problems during fixation and was unable to position properly which resulted in dislodgement during tether mode. The procedure was completed with a transvenous pacemaker. There were no patient consequences.